Event description:
It was reported surgical intervention was undertaken to revise the pt's (B)(6) lead. The procedure was done at the pt's request as she alleged the original lead placement was incorrect and did not adequately address the pain in the back of her head (off-label). The pt reports satisfactory therapy coverage following the revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.